Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including functional testing without duplicating the customer's report. The multifunction cable was not returned for evaluation. The defib receptacle was replaced as a pre-caution. The device will be tagged with a warning to the user to discard the multifunction cable used in the event to prevent recurrence and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" and "ECG monitoring failure" messages. Complainant indicated that there was no patient involvement in the reported malfunction.